Manufacturer narrative:
The catheter has been evaluated and a separation was confirmed at approx 84.7 cm from the end of the catheter's hub. Catheter separated. (B)(4).

Event description:
It was reported the catheter was found separated out of the package. The device was not used in the pt.